Event description:
The customer reported that the ac power led is not lit.

Manufacturer narrative:
The customer reported that the ac power led is not lit. The unit was evaluated and repaired locally by philips. It was determined that the power supply had failed. Replacing the power supply resolved the failure. The unit passed all post-service testing and was put back into service at the customer site.